Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Explant date): 2018. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure. No further information could be obtained.